Manufacturer narrative:
The unit was returned for evaluation. Upon receipt, the device underwent comprehensive bench testing. During this process, the AED was found to perform as intended and passed all functional tests. The reported issue could not be replicated. Additionally, the electrode pads were not returned and the cause of the complaint is not known.

Manufacturer narrative:
During trouble shooting with the customer the AED began reporting "unplug pads" while the pads were attached. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. They reported that this did not occur during patient use.